Manufacturer narrative:
Part # 03.614.039 synthes lot # is10424. Supplier lot # is10424. Release to warehouse date: 20 jan 2010. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the device is in a used condition, there are wear mark at the coupling piece and the shaft. The hexagon is discolored and is worn at the forefront. Investigation conclusion: the complaint is confirmed to the wear at the forefront of the hexagon. After a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the screwdriver was faulty. This report is for one (1) cross pinned hex screwdriver shaft/qc. This is report 1 of 1 for (B)(4).